Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed no damage. The device was tested for jaw splay (lateral misalignment) and spring compression and all results were within specification. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. Add'l testing was done by performing multiple seals of various sized on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that during a total gastrectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no patient injury.